Event description:
Caller (office manager) claims patient reported bruising after bp reading in doctor's office. Patient systolic was 172. Claims recently purchased unit within the last 6 months. Technician that took readings claims right arm was used. Claims the technician had no problem applying cuff to upper arm and felt it was the right size. Claims the patient did not give any indication of discomfort during reading. Patient claimed the cuff was tight on her arm after the reading was over. The office manager has not seen the bruise, but the patient wrote a letter to the office. She is claiming artery and nerve damage and was bleeding internally for 2 days and she's on medication for this. Patient claimed she has seen several doctors since the reading especially for the bruise. Patient claims the arm is still black and bruised. Patient claims she is getting physical therapy for the bruising and she has to do endless exercises at home. Patient claims she is depressed and hurting and has been taking pain medication regularly. Consumer claims the patient has diabetes. Spoke to the consumer who is both the office and purchasing manager for the ophthalmologist practice. Consumer states as of approximately a year and a half ago, they are now required to take a blood pressure reading for every patient/client as part of the office visit protocol. Claims they do not treat or diagnose patients for or with high blood pressure. They provide eye care treatment. Claims if a patient/client has a high blood pressure (bp) reading the patient is instructed to contact their primary care physician for follow-up. Claims they are aware the omron bp unit is intended for home use, is a tracking and trending device and should not be used to treat or diagnose patients. The office manager claims the office technician who took the patient's bp reading was interviewed at length. States the tech claims the patient did not indicate any discomfort, pain or injury at the time the reading was taken. Claims they do not know how the patient knows the device used to take the bp reading is model number bp710. Claims they believe she made a 2nd office visit 2-3 days later and recorded the bp's model number. Claims the consumer's complaint has somewhat changed and is more serious in her letter to the ophthalmologist office than initially reported to them over the phone. Claims they see an average of 60 patients per day in the (B)(6) office or the other two (formerly three) locations. Consumer states there have been no other patient reports or claims of injury as a result of having their bp's measured on the office monitors. Claims there have been a few reports of high readings. Claims in most cases, the client have a history of hbp, diabetes, kidney disease or other health issues, therefore, the office could not confirm the patient's claim.

Manufacturer narrative:
(B)(6).